Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to window damage. Pictures were taken. Receiver charge and boot tests were performed and failed as the receiver would not boot up. Functional tests were not performed due to the receiver not booting up. The receiver "try it" test was not performed due to the receiver not booting up. An internal visual inspection was performed and passed. The audio speaker resistance was measured and passed. The receiver log was not downloaded due to the receiver not booting up. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.